Event description:
We were informed that during an operation the rebound effect of the control reservoir was insufficient.

Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, visible punctures in the membrane and deposits in and on the inlet spout of the reservoir could be determined. No significant deformations or damage were visible. Permeability test: a permeability test has shown that all components are permeable. Adjustment test: the progav was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Results: based on our investigation results, we cannot determine functional deviations or other abnormalities in the product. How the abovementioned functional impairment occurred is not clear to us at the time of examination. No further regulatory actions are required from our point of view.

Event description:
The complainant device was returned to the manufacturer for evaluation.